Event description:
During the device use to monitor a pt on the way to hospital, the device was reported to have a black screen and illuminate the service indicator. The user power cycled the device and normal operation was restored. However, the issue recurred intermittently during the pt transport and the device logged multiple event codes in the memory. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed an intermittent boot up failure physio determined the cause of the problem to be a failure of a temperature sensitive ic chip, designator u16, from the single board computer (sbc) assembly on the system pcb assembly. A replacement device was provided to the customer.